Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition code was found in the ventilator's downloaded error log. The device's software was upgraded to address the issue. Additional findings not related to the malfunction/issue contamination was found on the flow sensor and inline proximal filter. These parts were proactively replaced on the device. After the software upgrade and parts replaced, a final and run-in tests were performed, and battery and valve checks were performed on the device. The device was operational and cleaned.